Manufacturer narrative:
The pendant was returned to the manufacturer for evaluation. After functional testing, visual and physical examination, the reported issue was confirmed that the buttons are intermittently hard to press. After the visual inspection it was found that the lamination was coming off the pendant. The pendant was replaced and the system was functioning as intended.

Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative inspected the imaging system onsite and confirmed the issue. The pendant was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion procedure, after taking the first anterior posterior (ap) fluoro image, the pendant showed the kv value dropped to 0kv. The radiologic technologist (rt) adjusted the kv on the imaging system's pendant and attempted to move the system gantry to a lateral position. The pendant switched to m2d mode without the rt pressing the button to do so. The rt then attempted to move the system gantry position more towards the patient's head, but the system gantry tilted instead. The site was able to capture the 2d and 3d images needed for the procedure. There was a reported delay to the procedure of 5 minutes due to this issue and no impact on the patient outcome.